Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patients device was at 40% battery the last time they had seen their health care provider. Technical services noted that the device's battery was at 14% approximately ten months ago and has now reached elective replacement indicator (eri). Subsequently, the device was explanted due to possible premature battery depletion. No additional adverse events were reported.